Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6) 2010 and obtained/verified the following information. The patient informed the mss that his testing frequency is 4 times a day usually after a meal and manages his diabetes with byetta (10 units 2x/day). The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. The patient reported obtaining blood glucose results of "427 and 200 mg/dl" with the subject meter, performed within 20 minutes of each other; which he considered is not within his normal blood glucose range of less than "130 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Despite the alleged issue, the patient confirmed he continued his usual dose of byetta. The patient claimed ½ to 2 hours later, he was feeling shaky, nauseas, and "weak in the knees"; which he associated as low blood sugar symptoms. In response to the symptoms, the patient reported eating a small piece of (B)(6) candy. The patient confirmed an hour later, he was feeling better and later took a nap. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca was able to verify an approved sample site was used and the subject meter's unit of measure was set correctly. The patient was able to perform a quality control test and the result fell within the specified control solution range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained inaccurate erratic reading on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.